Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID p1501dr, implantable pulse generator, implanted: (B)(6) 2008; product ID 4068, implantable pacing lead, implanted: unknown. (B)(4)

Event description:
It was reported that there was an increase in atrial lead threshold. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.